Manufacturer narrative:
(B)(4).

Event description:
It was reported upper out of range high voltage lead impedance measurements were observed. Device testing also detected high capture threshold. The pocket was reopened three times but the issue was not resolved. Lead pocket manipulation to reproduce noise and device replacement were recommended. The patient is being addressed for unrelated problems. The patient is not in a good condition to be addressed with the procedure. No further information is available.